Event description:
It was reported this filter was inappropriately placed in a lumbar vein. Another filter was successfully placed without any patient complications. The patient's condition is good and has since been discharged.